Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that the alarms occurred during manual prime. Troubleshooting for the no delivery alarm was completed but the troubleshooting for motor error was not done since a replacement pump will be sent for the no delivery. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was not returned for analysis.